Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the pen ndl 32g 4mm hp 100 box 1200 ca, the device experienced the inability to deliver insulin/unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported clog. Just letting you know I had a bad nano needle in my box. Tried last night on my tresiba but drops came out for test. Kept for this morning for humalog and same result. Wouldn't empty units, seemed stuck.